Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings: power on reset (por) events were observed in the black box on 01/01/2015 and 01/02/2015. During evaluation, there was an intermittent power issue observed with the pump using the returned battery cap. The battery cap was able to tightly secure to the pump; however, the battery cap threads were found to be damaged. There was evidence of moisture contamination found on the underside of the battery cap. Battery compartment cracks were also observed in the thread area and below the grip pad. To complete investigation, testing was performed using a test battery cap. The pump was exercised for 24 hours with no rebooting, loss of power or call service alarms duplicated. The battery compartment was found to be leaking at the crack during a leak test. The pump case was removed and there was no evidence of additional moisture or loose components found inside the pump. Unrelated to the complaint, the text on the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.